Event description:
The user facility reported for an automated impella controller (aic) that the pole on the console stand has broken off. A backup controller was utilized for support. There was no report of patient harm or injury.

Manufacturer narrative:
The investigation for the reported cart issue has been completed. The product was not received from the customer and therefore, an evaluation of the device was not possible. The root cause of the issue was not determined since the product was not returned. This report is being filed as part of a retrospective review of historical records.